Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 6 would not recover. A field service engineer cleaned and tightened latch connections, applied carbon grease to contacts, and observed the door working for 5_10 minutes before failing again; replaced the pyxibus door controller board, reconfigured the system, and successfully recovered story space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower cw2a_tower drawer 6 was failing and could not be recovered without using keys. The drawer failed again shortly after recovery. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.